Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 500 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly, except for the time, which was one hour off. The customer had not reset the time for daylight's savings. The customer wears the same infusion set for 5-6 days. The customer was advised to change the infusion set every 2-3 days. No insulin exited during the initial prime test. However, after changing the infusion set, the prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.